Event description:
It was reported that on two occasions and with two different pumps, blood came up into the hose almost all the way to the pump. Patient discovered this at their home. First time was after 5 days use, second time was after 3 days use.